Event description:
Pt was implanted with tfn nail and two locking screws on an unk date. Pt returned to surgeon on an unk date complaining of an onset of pain. Pt was returned to the operating room on (B)(6) 2012, for screw removal: one screw was noted as being broken, one screw was intact. The head and part of the shaft of the broken locking screw was removed, the balance of the shaft was left in the pt and was not removed. The nail remains implanted. Hosp discarded the screws. This is 2 of 2 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.